Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site a week ago. The issue occurred with one infusion set used for one day.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.